Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. A trained operator was using the hand controller to position the system when unrequested motion continued after the release of the command from the remote hand controller. The operator activated the emergency stop (e-stop) button to halt system motion. Based on additional information from psc cle19-006 / hhe ami-1123-2019, it has been determined that this record is a reportable event. A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.